Manufacturer narrative:
B5: updated procedure information. H4: 6/1/2023.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the wire of the single use subject device was about to break, and the insulation of the wire was observed to be hanging down. This was observed in ten (10) cases previously. Each procedure was completed after a delay of three minutes with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
B5: it was reported that during an endoscopic retrograde cholangiopancreatography (ercp) the wire of the single use subject device was about to break, and the insulation of the wire was observed to be hanging down. This was observed in ten (10) cases previously. Each procedure was completed with the same device. There were no reports of patient harm.